Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor and unable to perform occlusion test and no delivery test due to prime anomaly. No motor error alarm noted and the motor passed motor test. No a17 alarm or a21 alarm noted. The insulin pump received with a47 alarm in the history file due to corrupted history file. The insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, displacement test and rewind. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she hasn't worn her insulin pump for some time and is putting it back on. Customer's blood glucose was 182 mg/dl at the time of the incident. Customer had the pump without a battery and put in a new battery. Customer stated that the pump had an unexpected restart alarm and then a motor error alarm. Customer stated that the pump was stored or not in use for an extended period of time. Customer performed the displacement test and the pump passed. Customer stated that the motor error alarm occurred during priming. Customer was advised that the pump will be replaced due to the displayable history crc check failed on startup alarm.